Manufacturer narrative:
The product was not returned for investigation, and the investigation was unable to determine the definitive cause of the reported problem. It is thought that blood may have leaked due to adhesion of blood or contrast agent, but the detailed cause could not be identified.

Event description:
Although the device was not passed to the product and the hemostasis valve was closed with the fixed valve open, blood leaked from the hemostasis valve.